Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 18.6, hardware: iphone14.6, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient visited the emergency room (ER) on (B)(6) 2026, with hyperglycemia. The patient's blood glucose (bg) levels reached 500 mg/dl and had large ketones while wearing the pod on their leg between 4 and 24 hours. Symptoms reported include nausea, headache, and drowsiness. The patient was treated with insulin via pen injection which caused their bg levels to drop immediately. The patient was discharged after a few hours the same day. The pod was discarded by the patient while at the ER.